Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the implant of a implantable cardioverter defibrillator (ICD) after left ventricular assist device (lvad) implant could not conclusively be determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), following the event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was the most recently provided no further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient was implanted with an implantable cardioverter-defibrillator (ICD) on (B)(6) 2011, after lvad implant. The generator was changed on (B)(6) 2020.